Event description:
It was reported by the patient's mother on facebook that her daughter is on more medication since starting vns a year ago. Her daughter is on eight meds and is seizing hundreds of times a day. This was determined to be an increase in seizures as the patient needed more medication to control their seizures. No patient could be identified by the reporter¿s last name. No additional information has been received to date.